Event description:
Boston scientific received information that this lead safety switch (lss) on this pacemaker was triggered. Device memory was saved to a disk which indicated the device has had no resets. The weekly lead impedance measurements from the previous week's average were 903 ohms. However, there could have been one daily measurement that caused an out of range reading greater than 2,500 ohms and the other two readings were between 588 and 660 ohms which would have reported a weekly average of 903 ohms. It was likely that the lss was triggered due to a high pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this patient may have an infection. No symptoms have been reported, but the patient self reported they did not take their antibiotic pills when they were sent home. There is no information to suggest this device system has been revised or intravenous antibiotics administered.